Manufacturer narrative:
The biopsy guide was returned to the manufacturer for analysis. Analysis found that the lower joint on the returned biopsy guide would not tighten down enough to lock down the swivel. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the screw on the precision aiming device (pad) were no longer tightening. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.